Event description:
The intended procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3 and h4. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation. Screw on the rear cover is missing. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the power supply printed circuit board (g1 board). The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation) equipment to be placed in proper ventilated area for heat dissipation. Equipment to be placed in dust free environment. During fumigation equipment must cover or moved to other area. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not yet returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer checked the monitor and reported to olympus, that when the lcd monitor was switched on, it would automatically switch off within five to seven minutes. The issue was found during preparation for use of an endoscopy procedure. The procedure was completed using a similar non-olympus device. There was no delay or patient impact.